Manufacturer narrative:
Block d4, h4: the complainant was unable to report the lot number; therefore the manufacture date is unknown. This is a non-sterile device with no expiration date. Block h6: imdrf device code a0401 captures the reportable event of brush broken/fractured.

Event description:
It was reported to boston scientific corporation that a hedgehog double-end brush was used on (B)(6) 2025. During scope cleaning, the hedgehog brush head broke off and was then retrieved from the scope. The scope cleaning was completed using another of the same device. There was no patient involvement in the event.